Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient hasn't used their ins in at least a year. The patient stated the device never worked for them. The patient stated the device was never programmed properly to provide therapeutic effect and the patient elected not to use the device any longer. The patient stated the device "never scared in" and the healthcare provider (hcp) told the patient "it's floating around" in a "tunnel of epidural space" the patient has. The patient stated they were never able to use the device and the patient will eventually have the device removed. No further complications were reported. No additional patient symptoms were reported.